Manufacturer narrative:
The reported oad and guide wire were returned for analysis. The oad driveshaft was fractured at the distal edge of the crown, and the fractured portion was returned on the guide wire. Scanning electron microscopy of the fractured ends of the oad driveshaft revealed that the driveshaft fractured at the weld zone. There were fatigue striations observed on the site of the fractures which could indicate the driveshaft underwent excessive flexing near the crown. The exact root cause of the driveshaft fracture is undetermined. The guide wire passed through the oad with no resistance, and the oad functioned on all speeds as intended. At the conclusion of the device analysis, the reported event of the driveshaft fracture was confirmed, however, the reported event of the crown jumping was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) fractured. The patient had presented on (B)(6) 2019 with chest pain. The severely calcified, 80% stenosed target lesion was located in the ostial left circumflex artery and accessed via a femoral access site. The vessel was approximately 3.0mm in diameter with mild tortuosity. The lesion was treated with three treatment passes of 30 seconds each with 30 seconds of rest between each pass. There was minimal crown jumping noted during the first two passes, and the final pass was much smoother. When the oad was removed, it was observed that the tip bushing remained on the guide wire. There had been no resistance with the removal of the oad. A guide wire was inserted so the viperwire could be removed without losing access. The viperwire was removed, and the tip bushing remained on the guide wire. The lesion was re-wired, and the procedure was completed with balloon angioplasty and stenting. The procedure was completed with minimal delay and no patient complications. The patient was discharged on (B)(6) 2019.